Event description:
A pt had undergone aaa repair before (implant date unk). Follow-up after the procedure confirmed aneurysm enlargement, but significant endoleak could not be found. Then, blood vessel prosthesis implantation and the zenith device removal were performed by opening the abdomen. After that, a hole which looked as if a pin hole became bigger was noticed around flow divider of the removed zenith flex mainbody and it was reported as breakage of the stent graft. There has been no pt outcome reported.

Manufacturer narrative:
(B)(4). Date of manufacture is unk as lot is unk. Event eval: still under investigation.